Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Details as follows: date of surgery: (B)(6) 2021. Surgeon: (B)(6). Patient age: (B)(6) years old. Patient dob: (B)(6). Patient weight: (B)(6) kgs. Patient activity level: active young adult. Explanted devices: size 7 tibia ref 150610007, lot 8617449; size 8 left cr femoral component ref 1504-00-108, lot dhudh3; size 8, cr rp ref 5mm ref 1516-30-805, lot 7907632. This primary has been revised today due to: tibial subsidence and pain, with synovitis. Intra-operatively found: suspected wear of the poly insert . Cement debris embedded in poly patella, and embedded in posterior surface of poly rp poly insert posterior side evidence of third body wear. Doi: unknown, dor: (B)(6) 2021, unknown side.